Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.

Event description:
Customer reported their freestyle meter would not turn on. The device was returned and initial investigation suggests the meter may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.